Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, the customer reported that she had gone to her physician and was diagnosed with mastitis. The patient prescribed clindamycin to treat the mastitis. The customer stated that the mastitis was clearing up at the time of the call. The customer also indicated that she would return the original device. However, as of the date of this report the original device has not been received. Should the original device be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. A medela clinician spoke with the customer on (B)(4) 2013, at which time the customer reported that the treatment of antibiotics was complete and she was fully recovered. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported that she was experiencing low suction with her pump in style device and that she believed that she may have clogged ducts.